Manufacturer narrative:
Pump was received with a partially broken retainer ring. The pump passed the self-test. Unable to do the displacement test due to a partially broken retainer ring. Successfully downloaded history files and traces using tthump. No pump error 63 alarms during testing. Pump error 63 (variable 03) was present in the history download on 06/26/2022 07:28:02.000 due to hardware error. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to lock a test p-cap into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: reservoir tube cracked, cracked case, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, partially broken retainer, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails and pillowing keypad overlay. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Partially broken retainer ring was confirmed. Reservoir unable to lock into place was confirmed due to a partially broken retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm many times during self test. No harm requiring medical intervention was reported. The device will be returned for analysis.